Manufacturer narrative:
This report is a response to uf report # (B)(4) which was received by amt from the FDA on 11/13/2019. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt has reached out to the customer several times via email and phone in attempts to retrieve the device for examination. The customer has not provided a device for examination at this time, or made it known whether the device has been destroyed. Since the device has not been returned a visual and functional evaluation could not be done and device failure could not be confirmed. A device history review could not be conducted as no lot number was reported with the complaint. Based on the provided information the reported problem is not believed to have been caused by a manufacturing defect. Complaint # (B)(4) was assigned to this report. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
The user facility reported the face plate, where extension tube connects to g-tube, detached from gastrostomy tube.